Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, its drawer was not opening. The customer reported, user unable to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the drawer failed to open after approval, and the issue button was missing. A technical support specialist (tss) remoted in and guided the customer through the process, confirming the issue. The customer was instructed to log out completely and restart the application. After restarting, the user signed back in and attempted to issue the medication again and the drawer opened as expected. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, its drawer was not opening. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.